Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x12 synergy¿ drug-eluting stent was selected for use. After unpacking, the device was inspected and it was noticed that the shaft of the stent delivery system was broken at the middle segment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 25mm from the midshaft/hypotube bond. A review of the in-process vacuum decay test (vdt) for the associated batch was carried out to confirm that no anomalies were present within the batch. A visual and tactile examination found one inner and outer kink at 70mm from the port entry side. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x12 synergy drug-eluting stent was selected for use. After unpacking, the device was inspected and it was noticed that the shaft of the stent delivery system was broken at the middle segment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.